Manufacturer narrative:
Continuation of d10: dtma1d4 crtd; implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy for ventricular fibrillation (vf) due to oversensing of the right ventricular (rv) lead observed on stored electrograms (egm). It was noted that the rv lead had a lead integrity alert (lia) triggered due to high-rate non-sustained episodes and high sensing integrity counter (sic). It was noted that the rv lead had an impedance warning due to low impedance measurements. The lead remains in use. No further patient complications have been reported as a result of this event.